Event description:
Additional information was received from the patient that reported that the implantable neurostimulator had been ¿floating¿ in his butt cheek and causing pain on the hip for a couple months, starting in 2016. It was noted that the circumstances that led to the implant shifting/moving were unknown. As of (B)(6) 2016, the implant shifting/moving and resulting in pain and discomfort had not resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient needed to have the implant removed. The patient¿s spine was not bothering him, but the implant battery in his butt cheek was moving. The implant battery shifts every time he sits and was causing a lot of pain and discomfort. The shifting/moving had started occurring in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.